Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd¿ syringe had clear fluid or "condensation" inside the packaging, and the stopper felt "sticky" upon pulling back the plunger. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "he was calling to report clear fluid or condensation inside the packaging of various sizes of bd syringes. He also noted when they pull apart the syringe the black bung of the plunger feels sticky. It¿s a random issue and not evident with every syringe they open. We¿ve looked into these syringes and it may be that silicone lubricant that was mentioned to me over the phone. It could also be condensation because of the way its shipped."